Event description:
It was reported that the catheter stopped "sensing" after the catheter was zeroed. The catheter was replaced new one and the replacement catheter worked. It was unknown if there was any patient contact or patient injury. Additional information had been requested and on (B)(6) 2011, it was reported that the catheter had already been implanted/inserted in the patient when the product problem occurred. There was no delay in surgery.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information. See scanned page.